Event description:
Event description guidant received information that this chronic right ventricular pace/sense lead was demonstrating a pacing impedance measurement of >3000 ohms, noise, oversensing and pacing inhibition. It was also noted that the patient had received inappropriate therapy (e.g. Several shocks and atp) as a result.